Manufacturer narrative:
Product analysis: the device was returned with the touhy-borst loosened and the stent partially exposed. The device was confirmed as 40mm. The device was returned with approx. 3mm of the stent exposed, (photo 4). A 20cc water filled syringe was used to flush the device through y connector as well as through guidewire port, the device was unable to flush. An in-house 0.014¿ guidewire was used for guidewire loading check and it was unable to advance through the device. The device was loaded into a deployment fixture, the stent did not deploy with a maximum peak force of 3.15lbs which is higher than the recommended deployment force, (should be less than 3.00lbs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with 80% stenosis of the right internal carotid artery ostium was treated with an internal carotid artery stent implantation using the protege rx stent. During the procedure, after balloon dilatation and accurate positioning of the stent, the stent sheath would not retract, preventing stent deployment. Repeated attempts to deploy the stent were unsuccessful. The stent was then replaced with another sepx-10-7-40-135 stent, which was successfully delivered and deployed, as confirmed by angiography. Embolic protection was used during the procedure. No abnormalities were reported in relation to anatomy. No patient complications have been reported as a result of this event. An image was evaluated and indicated that the stent was exposed.

Manufacturer narrative:
Image analysis image 1: this image depicts the protege rx device and a portion of the stent is exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.